Event description:
It has been reported geometry movement issue. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary procedure was aborted and procedure completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm stopped intermittently due to geo module issues. The fse replaced geometry module and installed software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.